Event description:
On (B)(6) 2016, leica biosystems received information that a request to re-biopsy a patient was made by the pathologist because while performing the tissue staining, the block of tissue was exhausted. There is currently an investigation on-going and a follow up report will be submitted when more information or an investigation conclusion becomes available. Patient identifier information has not been provided, to date.